Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption and high watt alarms. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. However, information provided by the site indicates that the patient's lack of compliance with care of the device such as failure to measure inr and ignoring lvad alarms causing an inadvertent pump shut off, were all factors that could have contributed to the reported issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus and sepsis are known adverse events. Log file analysis dated 12/27/2015: power consumption above normal operating range. Fifty-six (56) low flow alarms have been logged since (B)(6) 2015. The current low flow alarm limit is set to 2.5 lpm. Five (5) high watt alarms have been logged since (B)(6) 2015. The current high watt alarm limit is set to 6.0 w. Three (3) vad disconnect alarms have been logged on (B)(4) at the following times: (B)(4). Twenty-six (26) vad stopped alarms have been logged on (B)(4) since on (B)(6) 2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the (B)(6) that a patient was and had repeated high watt alarms. According to the vad coordinator, the alarms were ignored from 7am to 1530 on (B)(6) 2015. The patient became "so annoyed" by the alarms that he conducted a controller exchange by himself and the alarms continued. The patient was admitted to the hospital on (B)(6) 2015 and log files were downloaded. The patient had a pump exchange on (B)(6) 2015. The patient remains hospitalized. Investigation ongoing.